Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. The device history record for the lot number, 0202195126, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received from (B)(6) stating the patient underwent a sternotomy. During catheter insertion, the peel away sheath broke and remained inside the patient. And x-ray was performed a larger incision was made to successfully retrieve the plastic component and the patient required a longer anesthetic. The catheter placement was for a sternal incision placed under the left breast tissue of the patient, therefore retrieving it was very difficult. The surgery was delayed by one hour. No additional information was provided in regards to the patient's status and the outcome of the procedure.